Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call off no power anomaly. Customer advised the insulin pump is completely off. Customer was advised to replace the battery on the insulin pump. Customer will replace the battery on the insulin pump and call back to complete troubleshooting.